Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after completing the load process. Although requested, the customer declined to perform troubleshooting. There was no reported impact to the customer's blood glucose level.